Manufacturer narrative:
An eval of the device cannot be performed as the surgeon kept the device and it was not returned to the MFR. Additional info including x-rays and medical records was requested, but not provided. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "incorrectly position component. Causing pain."